Manufacturer narrative:
(B)(4). Additional method code: the device was serviced on-site by a field service technician. Visual inspection, power on self test and a review of the alarm log performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 alarm was identified during power on self test and review of the alarm log. The cause of the condition was damaged force sensing resistors (fsrs) to correct the condition, the fsrs were replaced. The device was serviced to meet functional specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-38 (malfunction in tube misloading detection circuitry) alarm. This occurred before patient use. There was no patient involvement. No additional information is available.